Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient was extubated and confusion was noted. The following day, mental status was not improved and a neurology consult with computed tomography (CT) imaging of the head confirmed that a stroke had occurred. There was no reported treatment or intervention. It is unknown whether the patient had a history of stroke. The patient was reported to be recovering well with improved mental function. No further adverse patient effects were reported.